Event description:
It was reported that the patient did not think that the pump was implanted correctly. The patient stated that she had been in a lot worse pain, including new pain, and it hurt constantly since she had the pump implant. Prior to pump implant the patient was worried about the size of the pump due to how her previous pump was in her tummy. The patient was told that the new pump was smaller and thinner than the last. When the patient woke from surgery 'it was the same big old thing.' The patient could not lean back in a chair because of where the doctor implanted the pump. The patient stated that the pump 'just didn't work like the other one' and the other pump did not cause her pain in its location like the new one did. In addition, following the implant, on the patient's drive home, she felt wet on her back and her back was soaked in blood. The incision had come apart and the patient stated that the doctor had not even stapled the incision correctly. The patient stopped at another hospital on the way home and had the incision re-stapled. The device system was used to deliver dilaudid. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8703w, lot# l34869, implanted: (B)(6) 1995, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
2015-09-02, information was received from a consumer regarding a patient receiving intrathecal dilaudid (hydromorphone) (unknown concentration and dose; believed it was .2.) Via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient had been getting sicker and sicker and the pain is getting more and more intense. The event date was (B)(6) 2011. The patient noticed weird smells and tastes" since the pump was implanted and has been throwing up for no reason and has "weird headaches." The pump was implanted on her backbone and "it kills me" and it "stings." The patient had lost a lot of weight and all muscle tone since the pump was implanted. The pump "barely had staples in it" and it hangs "off of her backside and gets caught on things like doorknobs." When the pump was put in it was "like a water faucet from my spinal fluid" and they "kept me flat on my back for 8 days." The hcp offered to explant the pump but the patient prefers not to see the hcp.

Event description:
2015-10-05 additional information was received from a consumer. The pump was painful on the patient's backbone. The patient had suffered much due to the sloppy work of the physician.